Event description:
It was reported the device won't alarm when tachycardic and won't let enable alarms in configuration and gives error "no alarm display". Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by philips authorize bench service personnel which included testing of the device. The results of the analysis found multiple mechanical housing issue but nothing related to alarming. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures multiple parts were replaced and the device was confirmed to operate per specifications. The device was returned to the customer.